Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Block h6: problem code 2981 for the reportable issue of distal tip bent. Block h10: investigation result a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. The catheter was noted to be bent near the distal end of the black tunnel. Based on the available information, it is possible that factors encountered during preparation and/or the interaction with the scope insertion test could have caused the damage found on the catheter. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the tip portion of the device up to the black rx tunnel was severely bent. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the tip portion of the device up to the black rx tunnel was severely bent. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.